Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter phone number is not provided for reporting. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery performed on (B)(6) 2018, the surgeon had problems with inserting the dynamic hip screw (dhs). The plate did not slide over the screw. There were no consequences for the patient. The surgeon used a new screw to complete the surgery. Concomitant device reported: unknown dhs/dcs plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® lag screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 280.000s; lot: l728711; manufacturing site: balsthal; release to warehouse date: march 14, 2018; expiry date: march 01, 2028 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection . Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: our investigations have shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed since the screw could not be inserted into the plate. Functional test: a functional test with an available plate has shown that the screw could not be inserted into the plate. Dimensional inspection: measurement outer diameter ø7.9; gage: 3-01-19788; tolerance ø7.9 0/-0.05; result: ø7.87 "pass" measurement milling surface 7.15; gage: 3-01-19788; tolerance 7.15 0/-0.08; result: 7.11 "pass" drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: our investigations have shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed since the screw could not be inserted into the plate. We assume that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence, in combination with a mechanical overload situation, could lead to the deformation of the screw. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw, which is guided through the wrench. The surgical technique points out: to avoid damaging the instruments and the implant, tighten the connecting screw securely. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.